Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air bubble alarm interrupting critical infusions. "ICU staff has been alerting me to the braun pump being extremely sensitive to air bubbles. The pump will stop with any tiny air bubble. They are priming the tubing to the manufacture's recommendations through the pump prime function, but air bubbles are still accumulating. Critical drips are being stopped due to this issue and they are having to trouble shoot and stop drips and change out pumps." It was reported that "the patients blood pressure goes down to sbp 40 and the patient almost goes into a cardio pulmonary code.